Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During procedure, the technologist attempted to advance another manufacturer's 0.035 guidewire through the 3max. However, the 3max would not track over the guidewire. Subsequently, while the 3max was being pulled back from the guidewire, it fractured at the distal tip. Therefore, the 3max never entered the patient's body. It should be noted that the technologist opened the 3max by mistake. The procedure was then successfully completed using a new indigo system cat3 aspiration catheter (cat3) and a 0.018 guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Describe event or problem: "during procedure, the technologist attempted to advance another manufacturer's 0.035 guidewire through the 3max." The sentence above should have read: "during procedure, the technologist attempted to advance the 3max over another manufacturer's 0.035 guidewire." Results: the penumbra system 3max reperfusion catheter (3max) was stretched approximately 123.0 cm from the hub and fractured approximately 134.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was stretched and fractured. This type of damage typically occurs due to forceful retraction of the 3max against resistance. The 3max is designed to accommodate a 0.014¿ guidewire. The reported complaint indicated that the 3max was used with a 0.035" guidewire, which was within specification. However, if an incompatible guidewire is used with the 3max, the 3max may become damaged. The 0.035" non-penumbra guidewire mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.